Event description:
It was reported that t:slim x2 pump battery was not charging and caller believed there might be an issue with charging supplies. There was no reported impact to the customer¿s blood glucose level. Technical support, though unable to confirm a problem, arranged shipment of replacement charging supplies to maintain customer satisfaction, with no further action required.